Event description:
It was reported to boston scientific corporation in 2008 that an rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on a week earlier (a female patient; weight is unknown). According to the complainant, after advancing the cannula through the endoscope, the cannula tip was noted to be "frayed"; there was no device damage noticed after unpacking the device. It was further reported that the device was removed and replaced with a second rx ercp cannula device. Although the case was completed, it was not successful; reportedly, "not due to the device".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.